Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, prior to port placement procedure using an MRI powerport isp, the catheter was found to be damaged. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned; one video was provided for review. The video shows a catheter attached to an implantable port. The port was flushed with a syringe attached to a needle and the catheter was noted to be leaking in the middle upon infusion. A small split was noted at the site of leak in the catheter. Therefore, the investigation is confirmed for the reported material integrity and identified fracture and leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (impact, device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the port placement procedure using an MRI power port isp. It was reported that during a port placement procedure the catheter was found to be damaged. There was no reported patient injury.